Manufacturer narrative:
The device has not yet been explanted. If it should be, it is to be returned to the MFR for eval. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that on (B)(6) 2004 while the pt was playing tennis, she was hit over the area of the ear (slightly forward of the implant area). Since this blow she has not had anymore benefit from the device. Testing confirmed that the device has malfunctioned.